Manufacturer narrative:
Elecsys hiv duo reagent lot number 737468, with an expiration date of march 2025 was in use at the customer site from (B)(6) 2024. Elecsys hiv duo reagent lot number 740269, with an expiration date of may 2025 was in use at the customer site from (B)(6) 2024. Medwatch field d4 has been updated.

Manufacturer narrative:
Calibration and controls were acceptable. Generally, the nat method (molecular testing) has a higher sensitivity in hiv detection than any serological testing. Thus, the hiv rna can be present in the sample and also detectable while the p24 antigen is still below the detection limit. In the case of this particular patient sample, the p24 antigen concentration might be below the detection limit of the claimed antigen sensitivity, whereas the hiv nucleic acid is detectable by pcr. Per product labeling, "a negative test result does not completely rule out the possibility of an infection with hiv. Serum or plasma samples from the very early (preseroconversion) phase or the late phase of hiv infection can occasionally yield negative findings. Yet unknown hiv variants can also lead to a negative hiv finding. The presence of antibodies to hiv is not a diagnosis of aids." The investigation did not identify a product issue.

Event description:
The initial reporter stated they received false negative results for two samples from the same patient tested with elecsys hiv duo on a cobas e 801 module. The patient is known to be hiv positive in aids stage. On (B)(6) 2024, the first sample from the patient resulted in an hiv duo value of 0.91 coi (non-reactive). On (B)(6) 2024, the second sample from the patient resulted in an hiv duo value of 0.85 coi (non-reactive). Due to the patient having a viral load of 613000 copies/ml, hiv therapy was initiated for the patient. The patient received methotrexate treatment and the customer believes this may have led to the false negative hiv duo values.

Manufacturer narrative:
The serial number of the e801 analyzer is (B)(6) . The investigation is ongoing.